Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4024-58 implantable pacing lead, (B)(6) 2001; 4524 implantable pacing lead, (B)(6) 2001; 4194 implantable pacing lead, (B)(6) 2010. (B)(4). This device was included in the field action. Based on the information received and without the return of the product, it could not be determined if this device performed as described in the field action.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found.

Event description:
It was reported that the patient has had intermittent oversensing and pacing inhibition in the right ventricular pacing lead. It was further reported that the device detected nonsustained ventricular tachycardia, however the electrogram showed a flat line. The lead sensitivity was decreased and the lead remains in use. The device remains in use. No patient complications have been reported as a result of this event.